Manufacturer narrative:
Corrections: h6 (results & conclusion) codes. The reported event was confirmed since images of CT scans were provided and shows evidence of a bone fracture. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows the ankle joint in a girdlestone situation after the explantation with a cement spacer to avoid shortening of the soft tissue. There is also an external fixator for the fixation of the fracture due to the posttraumatic situation. This fits pretty well to the fact, that the surgeon plans an arthrodesis after the consolidation of the fracture. Without further details to the accident there is no assessment possible regarding any potential involvement of the device in the cause of the fracture. Based on investigation, the root cause was attributed to a patient related issue. As noted by the sales representative, the patient sustained an accident resulting in the bone fracture. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to an accident induced fracture. The patient will now be receiving an ankle fusion.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to an accident induced fracture. The patient will now be receiving an ankle fusion.